Event description:
During the index procedure, one in pact admiral paclitaxel- eluting pta balloon catheter was used to treat a lesion located in the left sfa. Approx 12 months post index procedure, the patient suffered restenosis of the left sfa. One complete se stent and a non mdt balloon were used to treat the target lesion. The investigator assessed that the event was not related to the study device, procedure or paclitaxel. The clinical events committee adjudicated the event as related to the study device, but not related to the procedure or drug. The event was resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).